Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address failed depuy asr metal on metal total hip. Records indicate upon revision a significant amount of gray stained tissue and significant amount of fluid.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege the patient suffered pain and suffering, disability, disfigurement, aggravation of a pre-existing condition and loss of the capacity for the enjoyment of life. Patient also suffered injuries as a result of implantation and explantation of the depuy asr hip implant and she was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.